Manufacturer narrative:
Sections with additional information as of 13-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 09-jun-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated symptoms improved. No medical intervention since the last call was reported. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for unknown error code; customer was unsure of the exact error. At the time of the call, the customer reported feeling jittery, medical attention was not needed at the time. Customer reported past medical attention that had occurred on (B)(6) 2020. Customer stated he was not feeling well and along with the unknown error and not being able to obtain a blood glucose test result, he was taken to the ER. Customer's blood glucose test result when at the ER was around 700 mg/dl. The diagnosis was hyperglycemia and customer was treated with insulin and lantus. Customer remained in the hospital for several days until his blood glucose was under control, and when discharged was advised to follow-up and take his medication. During the call, a blood test was performed by the customer fasting and produced test result of 82 mg/dl using truemetrix air mete and was satisfied with the blood results during the call.